Event description:
It was reported that in 2002, the patient underwent a vaginal hysterectomy, bilateral salpingo oophorectomy, uterosacral suspension, anterior and posterior repair, repliform reinforcement, and sling procedure. Cystoscopy was performed and was negative. Postoperatively, the patient presented with frequency, urgency and irritative voiding complications. During a subsequent cystoscopy, the tape was found on the right side of the bladder. Six weeks later an exploratory laparotomy with cystoscopy was performed. The sling was removed from the bladder and attached to the cooper's ligament. Approximately 2 to 3 weeks later, the patient was seen in physician's office. Minimal scarring and healing of cystotomy incision was noted. The patient is currently doing well with no stress urinary incontinence and the irritative symptoms have improved.